Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the bipolar lead impedance was at 250 ohms and unipolar was at 450 ohms. It was reported the lead had insulation failure. Lead remains in use. No patient complications were reported as a result of this event.